Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead (B)(4).

Event description:
It was reported that a lead revision was scheduled to occur on (B)(6) 2014. The reason for the revision was unknown at first. Follow-up found that out of 8 electrodes, 1 was greater than 10000 ohms before and after the procedure. A CT scan had been done that showed scar tissue around the lead. Some bone and scar tissue was removed the day of the procedure. Neuromonitoring was also done and showed improvement on the left and right sides. Patient outcome was unknown initially following the procedure as the device was not turned on. The device was going to be turned on the day following the procedure. It was also noted that the lead had not been replaced. Following turning the device on the day after surgery, the patient was getting good results. Further follow-up was not required as it was known that an intervention occurred and that the patient was receiving effective therapy following the procedure.